Event description:
The facility reported an infusion pump that will not turn on. The event was reported to have occurred during patient infusion. According to the hospital representative one year old patient pulled the spike ( tubing ) out of the IV-bag. After that the pump alarmed and displayed to manually reset the tube. The manually reset the tube was done and the pump was automatically shut off. No medication was infusing during this time, nurse got new pump and new tubing and restarted the IV. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the reported condition of device will not turn on was confirmed due to failure code 803:07. The failure code 803:07 was due to corroded prism. Replaced the prisms. The pump was tested for proper operation and pump found to function properly.